Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Furthermore, the report of low flows could not be confirmed as no log files were submitted for review. A specific cause for the reported low flows could not conclusively be determined through this evaluation. (B)(6) was not returned for evaluation. The heartmate 3 lvas IFU lists several adverse events, including hemolysis, and respiratory failure that may be associated with the use of heartmate 3 lvas. This document lists thromboembolism as a potential risk and provides information regarding anticoagulation, including the recommended inr range. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2020 and moved to the ICU with the pump. The intra-aortic balloon pump (iabp) that was implanted a few days before the pump was removed after the pump implant. The pump speed was gradually increased to over 3-4 days. The patient was weaned from the ventilator on (B)(6) 2020 but required re-intubation within 8-9 hours. The patient was weaned from the ventilator again on (B)(6) 2020 but again had to be re-intubated within 16-17 hours. The patient underwent a tracheostomy on (B)(6) 2020 and has continued on continuous positive airway pressure (CPAP) support. On (B)(6) 2020 international normalized ratio (inr) was 2.25. Hemodynamics were unstable, requiring inotropic support. Lactate dehydrogenase (ldh) was around 400 and an echo was done. On suspicion of thrombus, the patient was treated with heparin and injected alteplase. On (B)(6) 2020, the implanting surgeon conveyed that the device was clotted. The patient had unstable hemodynamics and required higher inotropic support. The patient developed hypotension and lvad flow was reduced to 2.0 lpm from 4-5 lpm. An iabp was inserted and inotropes were increased to maintain blood pressure, but it was not helpful. The pump flow slowly reduced to 0 lpm, blood pressure was unrecordable, and ECG showed a flat line. The patient was declared dead. It was reported that when thrombus was suspected, it was suggested to replace the pump. However, due to the administration of alteplase a few hours before and rapid deterioration of hemodynamics, this was reportedly not possible.